Manufacturer narrative:
Physio-control, inc. Evaluated the device. The root cause was determined to be due to a failure of the speaker assembly. A new device was supplied to the customer.

Event description:
It was reported that the device did not have audio output. There was no patient use associated with the reported event.